Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is rebooting on its own. Nurses have reported that they are seeing this primarily when they are in the admit/discharge screen. The cns will reboot successfully and relaunch into the software. Bme request nk to review the log files to determine the cause. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) is rebooting on its own. Nurses have reported that they are seeing this primarily when they are in the admit/discharge screen. The cns will reboot successfully and relaunch into the software. Bme request nk to review the log files to determine the cause. No patient harm was reported. Investigation summary: the cns was found to have been set up with the wrong procedure. There was evidence in the device logs that showed that the drives were copied from a different device. The operation of the device could not be guaranteed due to improper set up. Root cause is likely related to improper device set up.the root cause was found to be related to improper set up of the device. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 04/10/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 04/16/2024 emailed the customer via microsoft outlook for all information in the ni list above: reply was received from biomedical engineer at hospital who stated this is a central station, and thus had a score of devices 'involved', but none of them were affected by the issues at the central nurse station. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is rebooting on its own. Nurses have reported that they are seeing this primarily when they are in the admit/discharge screen. The cns will reboot successfully and relaunch into the software. Bme request nk to review the log files to determine the cause. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is rebooting on its own. Nurses have reported that they are seeing this primarily when they are in the admit/discharge screen. The cns will reboot successfully and relaunch into the software. Bme request nk to review the log files to determine the cause. No patient harm was reported.